Event description:
A doxorubicin IV tubing filter was noted to be leaking on day 3. The filter was changed out. The patient was also receiving incompatible v med (methylpred) however the doxorubicin tubing is flushed prior to administration, and after hanging and running the methylpred.